Event description:
Analysis of the generator was completed on (B)(4) 2014. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from the generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that the patient suffered trauma to the vns site and subsequently experienced a significant increase in seizures. It was reported that the patient would be referred for x-rays. Clinic notes dated (B)(6) 2014 note that the patient has experienced two days of seizures recently. It was reported that the patient fell into the left chest prior to a seizure. The notes indicate that the device was at ifi and the patient would be referred for generator replacement. It was reported that the relationship of the seizures to vns is unknown. It is unknown whether the seizures are an increase above the pre-vns baseline frequency. It was reported that the patient's seizures are intermittent and sporadic. It was reported that the generator replacement is for prophylactic reasons. Surgery is likely, but has not occurred to date.

Event description:
Additional information was received stating that the vns patient underwent prophylactic generator replacement surgery on (B)(6) 2014. The replacement generator was programmed on following implant. The explanted generator has been returned to the manufacturer where analysis is currently underway.